Event description:
Pt underwent cataract surgery in 2000 and implantation of a staar model aa-4203vf intraocular lens in the right eye. However, after lens insertion, the capsule was torn. The surgeon noted that the lens tore the capsule and caused the subsequent vitrectomy. The explanted lens was never returned and an eval of the product could not be done. The pt has some corneal edema which is responsive to treatment.